Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics, (dose and frequency not reported) for peritonitis. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.